Manufacturer narrative:
Customer returned pump for an alleged keypad unresponsive/keypad anomaly and was hospitalized for high bgs found on oct 20, 2021. The pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and dat at 0.0873 inches. The stop (idle) current and run current measurement tests are within specification. The pump also passed self test, off no power alarm test and a21 error test. All buttons function properly. No keypad unresponsive/keypad anomaly or button error alarm noted. No damage noted on the keypad traces or on the keypad dome switches. During visual inspection, the j2 keypad connector on the lcd/b was found locked properly. History download was successful using thds and carelink upload was successful. There was no stuck button alarm noted in the pump history file. The test p-cap and reservoir does lock in place in the reservoir compartment. However, a cracked reservoir tube lip was noted during testing. The following were noted during visual inspection: cracked battery tube threads, cracked belt clip slot and stained end cap sticker. The pump passed the functional testing. Unable to verify customer alleged for high bgs. Keypad unresponsive/keypad anomaly was not confirmed. A cracked reservoir tube lip was confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
On (B)(6) 2021 the customer was hospitalized for high blood glucose's. Customer returned pump for an alleged unresponsive buttons. The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test at 0.0873 inches. The stop (idle) current and run current measurement tests are within specification. The insulin pump also passed self test, off no power alarm test and a21 error test. All buttons function properly. No unresponsive buttons or button error alarm noted. No damage noted on the keypad traces or on the keypad dome switches. During visual inspection, the j2 keypad connector on the lcd/b was found locked properly. The following were noted during visual inspection: cracked battery tube threads, cracked belt clip slot, cracked reservoir tube lip and stained end cap sticker. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thds and carelink upload was successful. There was no stuck button alarm noted in the insulin pump history file. The insulin pump passed the functional testing. All buttons function properly during testing. No unresponsive buttons or button error alarm noted. Unable to confirm alleged high blood glucose's.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose on (B)(6) 2021. Blood glucose level at the time of the incident was 400 mg/dl which was treated with insulin shots in hospital. Customer stated that buttons of insulin pump were not working well. Blood glucose level at the time of hospitalization was unknown. Test for ketones was not performed. The insulin pump will be returned for analysis.